Manufacturer narrative:
Continuation of d11: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. The patient heard the pump ¿beeping 3 times". The hcp did not update the pump after refills in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 4.5 mg/day, baclofen 22.5 mcg/day and clonidine 45 mcg/day (unknown concentration) via an implantable pump. It was believed that the concentration was "200 for all them¿. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported that the patient heard "one long, single beep every hour", which started last night on (B)(6) 2018 and appears to be a non-critical alarm. The patient confirmed she was not having any signs of withdrawal. The patient thought she did not need a refill ¿for 8 weeks which would be around (B)(6)". No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp). The pump was empty for approximately 3-4 days. The pump was filled with saline. The hcp wanted the pump to be programmed at the same rate the drug was running prior to the pump going empty. The pump was programmed to have saline as the sole drug running at 0.45 ml/day, with a bridge bolus delivering the drug in the internal pump tubing and catheter with a old drug desired dose of 4.5 mg/day. The hcp was out of the office and planned to fill the pump with drug in two days. The pump was delivering clonidine 100.0 mcg/ml 45.00 mcg/day, baclofen 50.0 mcg/ml 22.499 mcg/day and dilaudid 10.0 mg/ml 4.500 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient did not have a physician to refill the pump. The patient was following up with a physician for oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-nov-2018 from a healthcare professional via a company representative who reported that they filled the pump and the patient was doing fine. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump went empty on (B)(6) 2018. The patient ended up in the intensive care unit (ICU) because she ¿flat line¿ and her medication ran out of the pump. The patient was in the ICU for three days and did not have a healthcare provider (hcp) to refill her pump. The pump contained 20 milligrams of saline. The pump will start beeping again in 3 days. The hcp was trying to control her pain orally and it was not working. The patient had several withdrawals on (B)(6) 2018 and did not remember if she went to the hospital. The patient was given oral clonidine 0.5 mcg that made her ¿heart rate to 34 / dead¿. Oral baclofen 10 milligrams caused the patient to go into a coma. The last refill was (B)(6) 2018. The patient¿s primary care physician put in for referral for pain doctors. The patient saw the hcp on tuesday but the pain doctors only take ppo. The patient has been in the hospital 10-12 times this year and she cannot do ppo because it was not affordable.